Event description:
Per the surgeon's report. This pt's device was incorrectly placed in the vestibular canal instead of the cochlear by another physician. The surgeon will perform an explant surgery and reimplant a new device.